Event description:
Procedure: laparoscopic appendectomy. According to the reporter: the doctor stapled the meso-appendix with a 030453 without a problem. When she attempted to staple the stump of the appendix, she stated that stapler made a crunching sound and felt rough while firing. She completed the firing sequence. The doctor stated the staple line was significantly malformed. The doctor fired a second egia45avm, with the same handle, under the malformed staple line successfully. However, she stated the handle made the same crunching sound and felt rough during the firing sequence.

Manufacturer narrative:
(B)(4).